Manufacturer narrative:
The manufacturer¿s investigation was based on the logbook analysis. On the basis of the logbook it could be confirmed that there was a failure of the compressed air supply to the device at 04:59 p.m on (B)(6) 2020, which was alarmed accordingly by the device. This abrupt failure of the supply pressure resulted in a mechanical malfunction of one or both mixer cartridges. The safety software of the device detected this hardware error and therefore initiated the first warm start at 05:18 p.m. As specified in order to remedy the problem. During a warm start, the evita 4 opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm. The logbook shows that the device performed several warm starts in quick succession and was switched off by the user after about one minute. In the logbook further error messages could be identified which indicate a communication fault with the touch screen, but are not considered to be the root cause of the warm starts. The device reacted as specified to this error and tried to solve the problem by warm starts accompanied by alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that "the evita failed during ventilation after resuscitation. The gas supply jumped out of the wall with a bang. The evita went back on briefly within a few seconds and then failed completely again." No patient consequences were reported.